Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair, when setting up the irrigation tube set - pk 24 (4503) pump device before the procedure and priming the inflow tubing, the fluid chamber would fill continuously without stopping. It was reported that there was an alarm of "press. L" that would appear on the pump. It was reported that the fluid was drained from the fluid chamber and connected to the sterile field inflow tubing. Once the run button was pushed on the fms pump, the pressure was not able to build up and the "press. L" alarm would cautiously appear, stopping the pump and procedure. All the tubing was removed and replaced with new tubing from a different batch, and the pump ran perfectly without fault. This allowed the case to run as per normal and completed without any further issues. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.